Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with a fill estimate shown as zero instead of the anticipated 230 units, resulting in a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and later, the pump displayed cartridge alarm notifications. No additional information regarding the outcome or further actions taken was available.